Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The 2.80x19 mm graftmaster covered stent was implanted at 18 atmospheres. Reportedly, the graftmaster sealed the perforation; however a perforation was caused due to calcium in the vessel. The patient did not die. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. The reported patient effect of perforation, as listed in the graftmaster rx coronary stent graft system, IFU is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.